Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. Photographs provided showed foreign material/bone and blood stains on the femoral component. X-rays evaluated could not identify any definitive implant loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat tibial component size 4 catalog #: 00598003702 lot #: 62531238, nexgen lps-flex articular surface size cd 14mm catalog #: 00596203014 lot #: 61956145, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 62676202 g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to femoral component loosening approximately ten (10) years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.